Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a crack was observed from the top of the battery compartment to the pump case seal. The battery cap was not returned with the pump. The pump was powered up using a test battery cap during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump had a crack near the battery compartment, all the way down. Reportedly, there were no power losses to the pump and the battery cap was able to be secured to the pump. There reporter stated that there was no known trauma, no exposure to moisture, and no evidence of moisture or corrosion inside of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.